Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not fully rewind. Customer's blood glucose level was 9.5 mmol/l. Customer get to load reservoir after rewind but they piston will not be advice and gave load complete almost after holding load button down. Customer run displacement testing and it failed as insulin pump thought it had a reservoir in place. The insulin pump will not be returned for analysis.